Event description:
Reporter indicated that the programming handheld device would freeze upon the interrogation successful screen. The physician would re-seat the flashcard to resolve the issue, however, he would like to have the device replaced. The physician was sent a replacement handheld device and his old handheld has been returned to the MFR for product analysis, however, it has not been completed at this time.